Event description:
It was reported by the customer through the emergency support program (esp) that an ¿unable to calibrate fiber-optic sensor¿ alarm was present on a cardiosave intra-aortic balloon pump (iabp) shortly after ECMO (extracorporeal membrane oxygenation) initiation, with no arterial pressure indices displayed. Troubleshooting confirmed inner lumen patency, and the pump was transitioned to transducer source for arterial pressure acquisition. Review of an image in 1:2 assist demonstrated an arterial pressure waveform and pressure indices; however, an intermittent ¿unable to update timing¿ alarm persisted. The alarm was discussed as potentially related to reduced pulsatility associated with ECMO support. Upon further review of the provided image, the ECG signal appeared suboptimal. Follow-up troubleshooting with the oncoming rn included replacement and repositioning of ECG electrodes using doppler gel. Following optimization of ECG signal quality, the ¿unable to update timing¿ alarm resolved and ECG waveform quality improved significantly. No further assistance was requested.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.